Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms with four gore excluder aaa endoprostheses. During the implant procedure the trunk-ipsilateral leg and the contralateral leg components were implanted on the left side with intentional coverage of the left hypogastric artery as it was determined this artery was no longer patent. The two iliac extender components were then implanted on the right side just proximal to the right hypogastric in an effort to maintain profusion to the artery. During implantation it was noted that the right iliac aneurysm continued distally past the implanted devices and good seal was not obtained. On (B)(6) 2013, f/u imaging identified a type ii endoleak originating from the inferior mesenteric artery and a distal type I endoleak in the right common iliac. It is unk if aneurysm growth has occurred. On (B)(6) 2013, an intervention was performed to treat the distal type I endoleak. The right hypogastric artery was coiled and a contralateral leg component was implanted into the right external iliac artery to provide distal extension. Final angiography showed resolution of the endoleak and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l device implanted and involved in this event: (B)(4).